Manufacturer narrative:
Additional information has been requested. If additional information is received, a supplemental report will be submitted. (B) (4). (B) (4).

Event description:
After insertion, the catheter broke.